Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an extracorporeal membrane oxygenation interventional procedure. Femoral imaging was not performed. No resistance was noted lowering the lever. Reportedly, during step four, the device was caught/trapped in the vessel. A small incision/cut-down via nick and spread was made to remove the device. During removal of the device, a suture break occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 1494 - indication for use, 2017 - failure to follow steps / instructions.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, during step four, the device was caught/trapped in the vessel. During removal of the device, a guide break held together by the actuator occurred. A small incision/cut-down via nick and spread was made to remove the device. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported guide break was confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A needle to cuff miss was noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to a guide break include, but not limited to, challenging anatomy, high angle of insertion or excessive downward force. A separated guide will compromise foot functionality and the inability to open and close the foot resulting in device entrapment. The observed needle to cuff miss was likely an interaction with the patient anatomy or inability to maintain position/stability of the device during deployment. The reported treatment appears to be related to the circumstances of the procedure. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. For access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviations contributed to the reported difficulties. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H: correction medical device problem code 1562 was removed.